Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into an existing stenotic surgical valve (sav), a visual narrowing of the inflow portion of the valve frame was noted. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon and the valve dislodged approximately 3-4mm superior. A single loop snare was used to position the valve in the ascending aorta where it remained in stable position. Subsequently, a second transcatheter bioprosthetic valve was implanted into the existing sav. No additional adverse patient effects were reported.